Event description:
It was reported that during a low anterior resection, the device fired partially formed staples. Another device was used to complete the operation. There was no patient consequence.